Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leak event on (B)(6) 2024 and the leaking was at the site. No further information available.

Manufacturer narrative:
(B)(6).